Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut into 4 fragments. Extraction aids were found in the fragments. The lead was probably cut during the extraction procedure. The insulation was found rubbed through approximately 13 and 8 cm proximal to the lead tip. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the svc shock coil was found stretched, which probably occured during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This rv lead had been reprogrammed 07-jan-2025, then was explanted (B)(6) 2025, due to complaint of noise and increased capture threshold. No further explant details available. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.